Event description:
It was reported that while using one bd vacutainer® push button blood collection set, there was a blood leakage from the connection between the body and the tubing. There was no health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). D.2b medical device type: one additional code applies; jka. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. D4. Medical device lot#: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9.: device available for evaluation: yes. H.3.: device eval by manufacturer? Yes. D.9.: returned to manufacturer on: 09-jun-2025. Investigation summary: bd received three photos and one sample for investigation. The photos depict a device with blood leakage in the rear sample/hub area. The returned sample underwent a visual inspection for leakage and failed the test due to blood on the hub/tubing connection area. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: leakage during use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, there was a blood leakage from the connection between the body and the tubing. There was no health impact or consequence reported.